Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. The user also reported that the cannula was out of the infusion site. This condition could potentially interrupt insulin delivery and may lead to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported his blood glucose, carbohydrate intake and insulin history is as follows: (B)(6). The site was wet and he could smell insulin leaking. Upon inspection he noticed the cannula was out of the skin and that it was also kinked.